Event description:
It was reported that the patient experienced infusion sets cannula was bent and had high blood glucose event on (B)(6) 2026. The site of insertion was abdomen, arm and butt.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.